Event description:
It was reported that the right ventricular (rv) lead integrity alert was triggered. The lead exhibited a sharp increase in impedance, high-rate non-sustained ventricular tachycardia (nsvt) and sensing integrity counter (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4592 lead implanted: (B)(6) 2003. (B)(4).